Event description:
A physician reported a pt who was implanted on 23 october 1997 into the upper and lower vermilion borders. Two weeks post implantation, the pt developed a bump at the lower vermilion border implant site. The physician did not believe the bump was an extrusion. When the pt pursed her lips, the implant seemed higher in one section. On either 5 november 1997 or 6 november 1997, the pt developed oozing fluid, swelling, and pain at the upper vermilion border implant site. On 6 november 1997, the physician diagnosed an infection and restarted oral keflex removed. The pt did well following this with no problem and on 5 december 1997, another implant was placed into the upper vermilion border. The pt did well following this replacement of the implant.